Manufacturer narrative:
The insulin pump power up properly after the battery was installed and the operating currents were within specification. The device was monitored and no blank display anomalies, unexpected low battery, battery out limit or off no power alarms were noted. No damage on the lcd isolation tape noted. However, the device alarmed failed battery test during testing due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The device had cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, and battery tube threads. Also, minor scratches on the lcd window.

Event description:
Customer reported via phone, she didn't believe the battery cap was making contact. Customer used the new cap from the new insulin pump and it worked. Customer kept having blank display and she thinks the device had alarmed off no power. Customer's blood glucose was unknown. Troubleshooting was performed. Damage was noted on the threads of the battery compartment it had hair line fractures. The device was never dropped, bumped, or exposed to moisture. She wears the device in her waistband. No damage was noted on the battery compartment and its components. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.